Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The distal portion of the lead was returned severed 14.5 centimeters (cm) from the terminal pin. The returned segment of the lead passed continuity testing. Laboratory analysis was unable to replicate the field observations.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead exhibited high out of range pace impedance measurements. It appeared that the lead insulation was compromised one inch proximal to the suture sleeve, however this was not conclusively determined via x-ray or fluoroscopy. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.